Event description:
Customer reported brand new meter does not power on and power supply smells like it¿s burning and is not to touch. Alternate outlet was attempted and the instrument still did not power on. No injuries were reported.

Manufacturer narrative:
Investigation pending.